Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the module and determined that the event was caused by the use of electrodes beyond recommendations. The customer completed the electrode change the previous evening, they performed calibration, qc, and precision checks with successful results. They verified the patient results on their backup analyzer with successful results. They performed additional calibration and qc with successful results. On the fse's follow-up service visit, he noted that the rinse tubing vacuum line on detergent 2 was damaged at the nozzle tip. He then repaired the detergent nozzle tubing. He also installed the ion-selective electrode (ise) pinch valve tubing, sipper tubing, and ise sample seals. He replaced the sipper nozzle, heat cut filter, and lamp due to high absorbance readings. He also replaced the detergent 1 dip tube assembly. The customer performed qc and precision checks (20 times) and ise checks (50 times) with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c 501 (ul) v. The reporter stated they have intermittent multiple abnormally high na patient results. The reporter was able to provide one example of a discrepant result: the initial result was reported outside of the laboratory. The initial result had a data flag in their middleware which prompted the rerun of the patient sample. The initial result was 178 mmol/l. The repeat result was 137 mmol/l. The repeat result was deemed correct as the patient had no medical history of elevated na results and it was consistent with health.